Event description:
The customer reported hospitalization due to high blood glucose. Customer stated she feels that the motor is not pushing the insulin through. Customer's blood glucose at the time of the call was 201 mg/dl. Troubleshooting was done. Customer's blood glucose when she was brought to the hospital was 431 mg/dl. Customer was treated manual injection. The customer had diabetes ketoacidosis. Customer was not wearing the insulin pump at the time of hospitalization. She was not wearing the insulin pump for 2 days prior to hospitalization. Assisted the customer to perform high pressure test and test passed. Customer stated that there was a crack on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The motor function properly during testing. During the occlusion test, the 2.0 unit fill cannula delivered and was exited the infusion set. No prime/fill anomaly noted. Unit had cracked reservoir tube and minor scratched display. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.